Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that apower on reset was seen. There were no patient symptoms reported. Follow-up is being conducted to obtain patient and device information.

Event description:
Additional information received from the manufacturer representative on (B)(4) 2016 reported that the manufacturer representative could not find the patient or any appointments. On (B)(4) 2016, the manufacturer representative later reported that the reported power on reset (por) was cleared, but the cause of the por was unknown. The manufacturer representative planned to call back the patient to find out whether everything was working correctly. The manufacturer representative further reported on (B)(4) 2016 that everything was fine; it was noted that the patient and manufacturer representative did not remember the por. The patient assured the manufacturer representative that the implantable neurostimulator (ins) was working well with a new recharge antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.